Event description:
According to the information received, the shaver stopped spinning right in the middle of a polypectomy. Unplugged and reconnected the units and they were able to proceed, but moments after it just stopped again. The surgeon was not able to complete the procedure. The patient must return for another procedure delaying patient care. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR: 9610617-2025-00598.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on april 15, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross referemce complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer could be confirmed for the article 26702050. The cause of the handpiece failure is a defective motor. This is wear and tear. The defect should have been noticed during the inspection required by the IFU prior to use. The 2nd article (26701001-1) was not returned and not causal based on the inspection of the other article. Cross referemce complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).